Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch. No intervention or changes were reported. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.